Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient began experiencing increase in seizures after being hit in the neck. X-rays were preformed, based on the x-ray review new clear anomalies can be seen. X-rays were received and reviewed. The generator was able to be visualized, appearing to be placed in accordance with labeling. The connector pins and feedthrough wires appear to be intact. The lead was able to be partially visualized. A strain relief loop is present and appears to be placed according to labelling. No tie-downs are able to be visualized. The connector pins appear to be intact. While no sharp angles or lead discontinuities exist in the visualized portion, microfractures or damages could exist in the portion of the lead of the lead that is not able to be visualized. Based on the x-ray images provided, no conclusion can be drawn the reported adverse events.

Manufacturer narrative:
H6. Type of investigation, initial report inadvertently left out b01 since x-rays were reviewed.